Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator reached the elective replacement indicator (eri) 48 months post implant. The device had been programmed to normal outputs. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.